Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set separated just above the male luer lock during power injection. There was no patient harm reported, however, a staff member was exposed to blood and as a result the patient and staff member had lab testing per their exposure protocol.